Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and vomiting. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event and began treatment with ceftazidime injection (1g, ongoing), amikacin injection (100mg, ongoing), heparin injection (1000iu, ongoing) and fluconazole tab (150mg, on alternative days, ongoing). The patient was discharged two days after hospital admission. On an unknown date, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.